Event description:
During the procedure, a blood leak occurred from the hemostasis valve. The device was replaced in order to resolve the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.